Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. A technical support specialist dialed in to ciisafe cw10262812 and rebooted the system. Customer confirmed no issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system cabinet crashed and recovery is slow. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.